Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this patient experienced a fall and had a bradycardia episode. During a device check, the field was unable to interrogate the pacemaker with either a programmer or a magnet. It was suspected that the battery of the pacemaker had prematurely depleted. Surgical intervention was performed and the pacemaker was explanted. After the replacement procedure, it was possible to interrogate the pacemaker and it was found to be in safety mode.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device had no telemetry and no pacing output upon return. The device case was opened to facilitate analysis of the internal components. Electrical testing and analysis isolated the product performance issue to an anomaly in the radio frequency (rf) mics module. This anomaly resulted in the reported clinical observations.

Event description:
It was reported that this patient experienced a fall and had a bradycardia episode. During a device check, the field was unable to interrogate the pacemaker with either a programmer or a magnet. It was suspected that the battery of the pacemaker had prematurely depleted. Surgical intervention was performed and the pacemaker was explanted. After the replacement procedure, it was possible to interrogate the pacemaker and it was found to be in safety mode.